Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.